Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma- late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma- late.

Event description:
Physician reported right side capsular contracture baker grade iii, deformity, solid cystic areas, with fluid and thick content, with irregular and lobulated contours. Device remains implanted.